Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that at the end of the procedure, the surgeon discovered that the hook was missing. He then opted between laparotomy and closing the case. He decided to do the latter and leave the hook in the abdominal cavity. The day after another surgeon discovered the hook and contacted the original surgeon. They decided to reoperate with a laparotomy and get the hook out.